Manufacturer narrative:
The investigation for the reported issues has been completed. The field long term event log was reviewed and high purge pressure alarms were confirmed. The returned pump was visually inspected and biomaterial was observed on the impeller but no biomaterial in the purge gap. The purge cassette was connected to a pump and a yellow luer leak was observed. No purge leak was reported in the field. The sidearm was then cut off, syringe needle was connected to bypass the sidearm, and no high purge pressure was able to be reproduced. The cause of the high purge pressure was most likely biomaterial. The cause of the product damage was sidearm yellow luer damage. The root cause of the access site bleeding was determined to be anticoagulation management as it was reported that a patient on impella cp suffered from bleeding due to high activated clotting time, therefore heparin in purge fluid had been changed to 0 for two hours. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was attempted to being implanted with an impella cp device for mechanical circulatory support. The patient experienced bleeding due to high activated clotting time (act), therefore heparin in purge fluid was withheld for two hours. There was noted high purge pressure and low purge flow afterwards. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿